Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported a connectivity issue when using the angio-seal device. After ppi (percutaneous peripheral intervention) was performed, the angio-seal device was used for hemostasis. When the locator was inserted into the insertion sheath, there was no sound or feeling that the two pieces snapped together and locked. However, when the locator/insertion sheath assembly was inserted into the artery, the backflow of the blood was observed. When the locator was then withdrawn and the device was inserted into the insertion sheath, there was no feeling that the sheath and device were locked. The device/sheath assembly was then withdrawn, but the sheath and device became unlocked. The physician grasped and withdrew the insertion sheath together with the device and continued the procedure. When the physician thought the hemostasis was achieved, bleeding started from the puncture site with pain. The patient did not tighten or strain the stomach muscles. Manual compression was applied to achieve the hemostasis. The patient's hospitalization was extended but the patient was discharged as it was confirmed that the hemostasis was successfully achieved. A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 6 fr. The patient has a medical history of diabetes, peripheral vascular disease and obesity. The patient was on 2mg of warfarin daily and 100mg of aspirin daily along with heparin (3000). There was a right femoral artery puncture. Bleeding occurred in the procedure room. A hematoma was present. A pre-deployment angiogram was performed. Manual compression was applied. A CT and an ultrasound was performed to diagnose the bleeding. The patient received a blood transfusion. Additional information was received on 5/28/2018. Blood loss was reported to be less than 250cc.

Manufacturer narrative:
One used 6 fr angio-seal sts plus device was returned for evaluation. No accessory components were returned with the angio-seal device. Visual inspection revealed that the carrier tube assembly was properly mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor and collagen were not present and the suture appeared to be cut as intended after deployment. The device was disassembled and all subcomponents were visually checked for damage or deformation. The carrier tube hub was removed and it was confirmed that no suture was left within the spool. No anomalies were noted. Based on the evaluation performed the complaint could be not confirmed. The allegation that sheath and device could not lock was unable to be substantiated. The deployment sleeve was locked on the device as intended and no anomalies were noted. The returned state of the device was consistent with complete deployment.